Event description:
It was reported the patient had a nevro ins implanted in 2024. The patient now has a brain tumor and is in need of an MRI. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).